Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for f/u questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B)(6) 2010 (time not specified). At an unspecified date and time, the pt reported blood glucose results of "171 mg/dl" with the subject meter and "376 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The cca noted that the pt manages her diabetes with insulin (self adjuster); however, it is not known what action, if any, the pt took regarding her diabetes management as a result of the alleged issue. At an unspecified date and time after the alleged issue began, the pt claimed she felt sweaty and tired. It is not known if the pt tested her blood glucose with another device. It is also not known what treatment, if any, the pt received in consequence of the alleged issue. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and noted that the blood glucose result were from the approved (per owner's manual) sample site. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.